Event description:
Reporter alleged obtaining a blood glucose result of 450 mg/dl on his compact plus system, however was experiencing hypoglycemic symptoms at that time. Reporter stated he retested within 5 minutes on the same system and obtained a result of 33 mg/dl. Reporter indicated he self treated with orange juice and a spoonful of sugar; however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.